Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the psm arm failed the in-house brake weighted drop test. The arm was upgraded with the newest brakes, brake gears, brake bearings and brake shaft to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventive maintenance of da vinci surgical system, the intuitive surgical, inc. (Isi) field service engineer (fse) replaced the patient side manipulator (psm) arm to correct some problems found. No patient involvement or impact occurred.